Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urge incontinence/urgency frequency. Patient stated she was hurting during the night in need of going to the bathroom and held it too long. Patient was advised to contact her clinician with health concerns. Additional information reported 3 days later that they were in the hospital. The issue was not resolved at the time of this report. There were no further complications reported at this time.